Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * could you please clarify if the patient suffered from any signs or consequences due to the issue? No patient consequences * what is the total number of products involved in this event? No information available about others complaints * by event description "this problem is recurrent" it is known that multiple patient procedures has been occurred, what is the total number of procedures? No information available about others complaints the single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dermatological procedure on (B)(6) 2023 and suture was used. When suturing the wound, the needle pulled off of the thread. We have noticed in recent weeks that this problem is recurrent with this type of suture product. No adverse patient consequences were reported. Additional information was requested